Manufacturer narrative:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a thermocool® smart touch® sf uni-directional navigation catheter. It was reported that during the procedure, there was an intermittent or low irrigation on the device but not complete occlusion (irrigation inadequate). A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received. The issue was noted during use on the patient. The device evaluation was completed on 28-feb-2024. The device was returned to biosense webster for evaluation. A visual inspection, pump, temperature, and impedance test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. The temperature test was performed, and no issues were observed. A pump and pressure gage test was performed, and the device was irrigating correctly. No irrigation issues were observed. No malfunctions were observed during the device analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a thermocool® smart touch® sf uni-directional navigation catheter and an irrigation issue during use on the patient occurred. It was reported that during the procedure, there was an intermittent or low irrigation on the device but not complete occlusion (irrigation inadequate). A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received on 30-dec-2023. The issue was noted during use on the patient. No error code was noted from the pump. Flushing with high flow rate saline. No saline issued out. Water can issue out after the connection between catheter and irrigation set got disconnected. The 3-way stopcock, leather hose and catheter were all replaced, but this did not help. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. This event was originally considered non-reportable, however, bwi became aware of additional information stating that the irrigation issue was during use on the patient on 30-dec-2023 and have reassessed the event as reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 07-feb-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).